Event description:
Customer reported that the alarm has power, but when pressure is off the pad there is only static. The sensor that was used with this alarm was tested and is in good working condition. There was no other damage reported. There was no pt incident or injury reported.

Manufacturer narrative:
Eval - results: eval of the returned product revealed the unit has power. First only static would sound when pressure was taken off the sensor pad. After a couple of seconds the selected tone would play, but still had static in the background and the volume would vary on it's own. The battery door is missing. All other functional tests pass. Add'l investigation found the unit speaker was not functioning properly. After the unit speaker was replaced the unit alarmed as it should. (B)(4).